Manufacturer narrative:
Batch review performed on 20 july 2020: lot 167694: (B)(4) items manufactured and released on 19-jan-2017. Expiration date: 2022-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability due to a loose tibia. The cause of the loose tibia is unknown. The surgeon revised the tibial tray, poly, and extension stem 2 years and 1 month after primary. The surgery was completed successfully.